Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to fluid loss. There were no patient complications reported. No further information was provided.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found that one of the cylinders had a hole present in the outer tubing consistent with sharp instrument damage, and the second cylinder had a detached outer layering and bulging present. No leaks were found in the cylinders. The pump was microscopically examined, and contamination was found, so the pump did not undergo functional testing. The kink resistant tubing (krt) was worn down to the filament with a leak at the strain relief junction near the reservoir from fatigue. The reservoir was inspected, and another leak was identified in the krt consistent with sharp instrument damage. Based on the information available and analysis results, the reported fluid leak was confirmed. The fluid leak could affect the functionality of the device, so a conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that surgical intervention was performed due to fluid loss from the inflatable penile prosthesis (ipp). There were no patient complications reported.